Event description:
It was reported that a patient with a neuromodulation system had it removed to a "zinging" sensation she experienced. No other information was provided. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Lead model unknown, serial# unknown, implanted: unknown, explanted: unknown.